Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical operation for ultra-low rectal cancer, when using the purple reload (60mm) to detach the proximal rectum, it could not be fired. After reinstalling the device, it was still unable to fire, so a new staple was replaced. When purple reload (45mm) was in the process of detaching the distal rectum, the staple could not be moved forward after half of the staple was fired, and the forming was not complete. The reload locked on the tissue. The customer gripped and released the handle repeatedly, and pulled back the handle return button. Another purple reload (45mm) was used to complete the case. There was no patient injury.